Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where adaptive gain control (agc) current was found to be failing on the pitch axis, replicating the reported event. Once testing was completed, the pitch searchlight flat flex cable was applied behavioral analysis tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the pitch searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure using a xi system, the user informed that the technical support engineer (tse) that they encountered had a non-recoverable 32056 fault on arm 3. The user stated this error had occurred previously and had been cleared in the past but could not cleared during this event. Tse reviewed the system and confirmed the 32056 error, which pointed to the axes controller arm within arm 3. The tse then instructed the user to perform a hard power cycle on the patient side cart; however, the non-recoverable 32056 fault returned immediately after the reboot. The user aborted to another dv system to continue with the procedure as planned. No know impact or patient consequence was reported.